Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 31-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (50 mcg/ml at 18 mcg/day) and bupivacaine (30 mg/ml at 18 mcg/day) via an implantable pump for spinal pain indications. It was reported that the patient had a lack of efficacy from the pump. The physician attempted to aspirate through the cap (catheter access port) but could not. A catheter dye study was performed on (B)(6) 2022 which confirmed visual kink in the catheter at the spine segment. There were no known factors that may have led or contributed to the issue. The physician replaced the spine segment of the previous 8781 catheter with a new 8782 catheter. The physician was then able to successfully aspirate the catheter through cap. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.